Event description:
It was reported that during an low anterior resection procedure, after firing, the surgeon checked for air leaks and found one along the staple line. The surgeon continued with the anastomosis and after completion checked again for air leaks and found another one. The surgeon believes the leak was coming from the "dog-ears". It is unknown what caused the leak. The surgeon diverted the patient and performed a temporary colostomy. It will be reversed in four to six weeks. The patient is okay. The surgeon stated that he traditionally divert whenever a leak is experienced during/after the anastomosis in order to allow the anastomosis to heal.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.